Event description:
The first response emergency team arrived at the scene to find a 43-year-old male in cardiac arrest. The medical history of the pt is unknown to the MFR. It is not known how long the pt was in cardiac arrest prior to the arrival of the emergency team. No CPR was in progress. The defibrillator with r2 electrode pads was attached to the pt. When resuscitation began, the defibrillator would not analyze the pt and displayed a message of "check electrodes." A second set of electrode pads was attached and the same "check electrodes" message was displayed. In the interim, a second emergency team arrived with the same type of defibrillator, adapter and r2 pads. The pt was shocked at 200, 300, and 360 joules. The pt was not able to be converted. It is not known if the delay in treatment contributed to the death of the pt.